Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning 4 to 5 times duirng fill 1 of 4 of pd treatment. Air bubbles were noted in the patient line. Technical services was called to assist patient in a system re-setup. When the patient was removing the cassette from the cycler there was fluid seen leaking in the cassette area. There was fluid in the pump module area. The patient was advised to do manual treatment that same evening then try the cycler the following day. In a follow up, the patient verified the event and reported that the cycler has been working fine with no further issues. The patient was able to complete manual treatment the night of the leak. There was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning 4 to 5 times during fill 1 of 4 of pd treatment. Air bubbles were noted in the patient line. Technical services was called to assist patient in a system re-setup. When the patient was removing the cassette from the cycler there was fluid seen leaking in the cassette area. There was fluid in the pump module area. The patient was advised to do manual treatment that same evening then try the cycler the following day. In a follow up, the patient verified the event and reported that the cycler has been working fine with no further issues. The patient was able to complete manual treatment the night of the leak. There was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.